Event description:
It was reported that the patient indicated that their seizures are much worse. The patient was previously programmed to lower settings on 09/30/2019 to alleviate the choking being experienced, and since choking is better, the patient's settings were increased. No additional relevant information has been received to date.